Event description:
It was reported that a sedated patient received a burn when a transducer came into contact with their right upper arm due to the rf pad shifting out of place during an mr scan. The patient needed to be treated in a burn unit.

Manufacturer narrative:
There are no additional device identification numbers. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
H3: ge healthcare has (gehc) investigation has been completed. The MRI safety information from the arterial-line pressure monitoring kit manufacturer specifies that the disposable pressure transducer is mr conditional: the device and associated cable are not intended for use inside of the bore and should not be in contact with the patient. However, based on the information acquired, the transducer was inside the bore and in contact with the patient during the mr scan. The pressure monitoring kit has labeling mitigations to warn the user not to operate this device during an mr examination. The mr technologist is responsible for screening patients prior to entry. No further actions are planned by gehc.